Event description:
A company service engineer was onsite and reported finding that the gantry moves down on its own without moving the joystick. There was no pt involvement or injury.

Manufacturer narrative:
A company service engineer was dispatched to investigate the laser system. The engineer replaced the gantry and it is in the process of being returned to the MFR for further analysis. The device was repaired and confirmed to be within specifications and there have been no further issues reported. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).